Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the units non-invasive bloop pressure (nibp) connection on the side of the front case is physically damaged causing the nibp line to not connect correctly to the front case. It is unknown if the device was in use on a patient at the time of the event, however no patient or user health consequences or impact were reported.

Manufacturer narrative:
Event description and health impact updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at the third-party bench, the units non-invasive bloop pressure (nibp) connection on the side of the front case was observed as physically damaged causing the nibp line to not connect correctly to the front case. As the issue was discovered while the device was removed from service, there was no patient involvement. No patient or user health consequences or impact occurred.